Event description:
It was reported that the patient was implanted with a non-sorin pacemaker (vdr model) and two non-sorin leads for 22 years. On (B)(6) 2018, the pacemaker vdr was tried to be replaced by the subject pacemaker; however, it was not possible to connect the implanted non-sorin leads. Finally the subject pacemaker was not implanted and another pacemaker was implanted instead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the patient was implanted with a non-sorin pacemaker (vdr model) and two non-sorin leads for 22 years. On (B)(6) 2018, the pacemaker vdr was tried to be replaced by the subject pacemaker; however, it was not possible to connect the implanted non-sorin leads. Finally the subject pacemaker was not implanted and another pacemaker was implanted instead.